Event description:
It was reported the patient had a return of symptoms of tremor the day prior to report. They had multiple medical issues that could have promoted the return of symptoms. The patient was in hospice and was hardly able to leave the facility nor have a procedure to replace the implantable neurostimulators (ins), of which they were concerned that they were depleted. Additional information received 4 days later reported the patient had progression of the disease. They did not feel the increased tremors were due to device malfunction. Due to the patient¿s situation, no further actions would be taken. Please refer to manufacturer report #3004209178-2015-01788 for information on the patient's concomitant system.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0519429v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted:(B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519429v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).